Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Analyst commented, guidewire test results was passed. Using of competitor guidewire is not medtronic recommendation. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a competitor guide wire got stuck within the left ventricular (lv) lead during the procedure. The lv lead along with the competitor guide wire was removed and exchanged for a different lead. No patient complications have been reported as a result of this event.